Event description:
A physician has had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left yeye 1/27/2000. The pt subsequently developed what the surgeon describes as post-op inflammation; no secondary surgery was necessary. The pt's last visit was 2/13/2000 visual ccuity was 20/80. Surgeon stated he does not feel this is lens related.

Event description:
A physician as had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 2000. The pt subsequently developed what the surgeon describes as severe post-op inflammation 2000; no secondary surgery was necessary. At pt's last visit 2000. Visual acuity was 20/20. Surgeon does not feel this is lens related.